Event description:
It was reported that the tube didn't give any nerve signals. No initial signals on both sides, left and right. Not on vagus <(>&<)> not on nlr. Also, not after dissection. There were rare artifacts while monopolar cautering, but very rare. They also received some feedback with strong manipulation of the trachea. They did the complete surgery without any signal of the nim. Patient's voice is good, so no paresis.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product discarded by facility, no evaluation available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.